Event description:
The customer reported they obtained multiple, elevated human chorionic gonadotropin (bhcg) patient results from a unicel dxl800 access immunoassay systems that did not fit the clinical picture of one patient. The quantity of suspect bhcg results, the date they were generated and the actual results were not provided by the customer confirmatory repeat testing was not performed and hence it is unknown as to whether the generated bhcg results were accurate or erroneous. The customer reported that the patient samples consistently produced elevated bhcg results and the customer suspected that patient sample interference may be causing the elevated results. The elevated bhcg results were reported outside of the laboratory and the patient was treated with methotrexate in response to the consistently high bhcg patient results. Patient demographic information, sample collection/handling information and instrument diagnostic information was not provided by the customer.

Manufacturer narrative:
The customer, suspecting that patient sample interference may have been causing the elevated results, sent in patient samples for beckman coulter inc. Customer product line support for investigative testing. A definitive root cause for this event has not been determined to date and is pending the results of the beckman coulter inc. Customer product line support investigative testing.